Event description:
Same case as 2134265-2008-02437, 2134265-2008-02438 and 2124265-2008-02439. It was reported that post a coronary drug eluting stenting treatment procedure, chest pain, joint pain and a fever occurred. The physician implanted four taxus express2 drug eluting stents to an unk lesion, a 3.0x12mm, a 3.5x32mm and two unk sizes. No pt injuries or complications were reported. Post stent implantation the pt has experienced "significant chest pain on exertion" and has taken nitroglycerin five times since implantation. The pt has also experienced joint pain in his right elbow and had a fever for a few days post stent implantation. The pt has a medical history that includes lupus, fibromyalgia and severe herpes. Additional info regarding this event is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.